Manufacturer narrative:
A visual examination of the returned device revealed that the push catheter suture hole had a slight tear toward the distal end. The distal portion of the guide catheter was kinked, stretched and measured approximately 180 centimeters. The suture, stent, and the proximal end of the guide catheter, including the hub, were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stent placement procedure (patient age, sex, weight and event date are unknown). During the procedure, the guide catheter became stretched and broke, and the stent was unable to be deployed. The broken inner catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stent placement procedure (patient age, sex, weight and event date are unknown). During the procedure, the guide catheter became stretched and broke, and the stent was unable to be deployed. The broken inner catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.